Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 intraocular lens (iol) was explanted due to patient experiencing visual disturbance with halos and glare right after the surgery. Upon follow-up it was noted that the iol was not centered properly and had dislocation issues. Patient was unhappy with the surgery outcome and as a result the lens was explanted. Patient has now recovered.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.